Event description:
It was reported that during a lumbar fusion surgery, it was observed that the hose was damaged on the motor device. According to the report, the hose had "cuts in it". The planned surgical procedure was completed without delay as an identical spare device was available for use. There were no patient or user injuries reported, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device which found that the device had "a damaged hose". Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.